Event description:
The tsw35 was used during a laparoscopic assisted vaginal hysterectomy. It was reported the device made a funny sound upon firing. The staple line was not hemostatic on the first firing. A new tsw35 was opened to complete the case. There was no consequence to the pt. 09/04/1997 bipolar was used to control the bleeding.